Event description:
It was reported that during a lap cholecystectomy procedure, the tip plastic sheared off during use. Continued to use the complete the procedure. When removed the device, the plastic had moved away from the metal. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.